Event description:
The implant card was received by the manufacturer which reported the reason for generator replacement on (B)(6) 2012, was due to battery depletion with near end of service=yes. Lead impedance following replacement was okay. Product analysis for the generator was later completed. The reported failure to program allegation was duplicated (not due to eos) in the laboratory at two orientations. This is addressed in the physicians manual by instructing the user to reposition the wand. Since product labeling addresses these situations and provides instructions to easily remedy the events (wand position) and (system operation), it is not considered a device malfunction. The elective replacement indicator (eri) was set. The battery was partially depleted and determined to be the result of normal expected battery consumption based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received from the physician's office reporting that the generator could be interrogated on (B)(6) 2012, but it could not be programmed. The physician attributes it to the battery being depleted. The last time the patient's device was evaluated was in (B)(4) 2011, at which time the device could be successfully programmed, but the settings were not provided. In addition, no diagnostics were provided. No device malfunction was suspected. The patient was reportedly doing well. In addition, the physician's programming system is functioning properly and has been able to successfully program other patient's devices since the event on (B)(6) 2012. The patient had generator replacement surgery on (B)(6) 2012. The generator was returned to the manufacturer, however product analysis has not been completed to date. The return product form indicated the reason for replacement was due to eri=yes.

Manufacturer narrative:
Type of report, corrected data: the initial emdr inadvertently excluded the checkbox indicating that this is a '30-day' report.

Event description:
It was reported that the physician was unable to "change the patient's settings due to a depleted battery." When the patent's device was interrogated, the settings could not be changed to higher settings. Therefore, the physician was referring the patient for generator replacement. Clinic notes were later received dated (B)(6) 2012. It indicated that the patient was being referred for urgent replacement of the vns generator. The generator was interrogated on this visit which revealed that the battery was nearing end of service. It was noted that no adjustments were completed, but it does not state if this was intentional or due to the generator failing to program the desired settings. The eri status was not indicated in the clinic notes. Although surgery is likely, it has not occurred to date.